Manufacturer narrative:
The review of historical data indicated that no other similar complaints was reported for the same sterilization lot . The device history records review concludes that there is no non-conformance / planned deviation in relation with the event reported. The involved product was returned to intervascular and was visually inspected by our quality assurance (qa) supervisor. Results are as follows: "the discrepancy is confirmed, the graft presents yellow stains.¿ ¿these stains are similar to excesses of collagen which are routinely accepted according to acceptance criteria defined in [the internal list of standards for acceptation and rejection at qc step]. This defect is a cosmetic defect. We have reviewed the graft with [a lead op ], we confirm that in its state the product should have been declared non-compliant, the non-compliance of the prosthesis of the complaint comes from the fact that there are several excesses. " the outcome of the investigation would tend to indicate that the issue is related to a presence of collagen excesses which should have been rejected during the 100% visual inspection. Therefore, a non-conformity report has been initiated in order to investigate the root cause and take appropriate corrective actions if necessary.

Event description:
When the customer opened the package, they found some yellow blots on the surface of the graft. (B)(4).